Event description:
A report was received explaining that the needle detached from the syringe while a patient was receiving an injection. The needle temporarily remained in the patient's muscle. Additional information has been requested regarding the event, but no response has been received at this time. No patient or clinical adverse events were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device is returned and evaluated, the manufacturer will file a follow-up report detailing the results. (B)(4).